Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, a lock failure occurred each time the refrigerator was accessed, triggered a hardware failure error. The system required a reboot, remained powered off for over 10 minutes to restore functionality. While the recover storage space function temporarily resolved the issue, the failure recurs with each subsequent refrigerator access. This repeated behavior caused delays in retrieving patient-specific medications from the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that refrigerator lock failure occurred. A field service engineer (fse) reseated the cables on the latch and adjusted the remote manager box to line up better. The system functioned as intended after field service engineer repaired the device.